Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The lead was explanted and a new lead successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.